Manufacturer narrative:
H3: product analysis found that only a portion of the inner assembly was returned in a small resealable bag. The shaft was broken 0.33 inches from the distal end of the inner hub to the broken point, and there were traces of a black oily residue on the broken shaft. Upon return, the distal end of the inner hub (outside diameter) was deformed and cracked. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.349 inches in deformed area which was out of specification. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: additional information suggest that b17, c20 and d16 longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Service and repair team found that partial bur broken and stuck in the handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operative, handpiece was not working. There was no patient involved.